Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 1-day successful post-implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the 26 mm sapien 3 ultra valve, the tte echo showed severe central regurgitation. The patient was kept admitted and 4 days post implant had a procedure to "unpin the leaflet". They were experiencing shortness of breath. After intubation, they did a tee and determined it was the non-cusp leaflet that was frozen in an upward fashion, appearing to be "pinned to the top of the valve" per the echocardiologist. After obtaining femoral access and inserting a 14f esheath+, the operator used a 23mm non-edwards valvuloplasty balloon to free the leaflet, however that was unsuccessful. The operator then inserted an ice catheter and under intracardiac visualization was able to insert a stiff straight guidewire into the ncc and then advanced a pigtail catheter which mobilized the ncc leaflet and the valve appeared to be properly functioning. The mean gradient was 3mmhg and the patient was stable. The day of implant, the mean gradient was 0mmhg and there was no pvl per angio. The operator wondered if there was something wrong with the leaflet as to why it was frozen in the upward position.